Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received thirteen units without packaging and five photos from an internal investigation. Visual inspection of the returned samples found that all units had the top disk detached from the q-syte top body. Based on the provided internal investigation, all of the returned units were detached using a scalpel. All units were tested for leakage in both the actuated and unactuated positions. Testing found that none of the units leaked in either position, likely indicating that no column tears were present on the units. Further inspection was performed by checking for column defects and no column defects were identified. The units were then dissected and microscopic inspection was performed. There was evidence of cured adhesive around the rim of the thirteen q-sytes, indicating that the septum top disk had been properly adhered to the q-syte during manufacturing. All 13 units showed evidence of a material residue running along the length of the inside of the top body where the column of the septum meets the top body inner wall, an occurrence know as wicking. Although none of the units had tears that went through the septum material, all units exhibited thinning of the wall material. The location of the thinning coincided with the location of the adhesive which likely indicated that detachment of the column from the adhesive may have happened postproduction, likely during the internal investigation. Some of the units showed evidence of additional column damage directly underneath the top disk and running parallel to the top disk although this may have been caused by the scalpel or by stretching the material using tweezers as both instruments were indicated to have been used during the internal investigation to detach the top disk from the top body. Based this investigation, bd was able to confirm the occurrence of adhesive wicking which is related to the manufacturing process. Bd was unable to confirm any leakage. The septum is designed to minimize wicking of the adhesive down the column; however, this type of defect may still occur and may potentially result in leakage when exacerbated by excessive actuations. Although wicking was confirmed in the thirteen returned units, no leakage was observed. During manufacturing, leak testing is performed to mitigate the defect occurrence. Even though wicking has a potential to bond to the column of the septum and develop leaks during label use, the earlier response from bd medical affairs indicated that the q-syte connector has not been tested for your final use; therefore, further comments cannot be made on that use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 26 bd q-syte luer access split septums experienced device damage. The following information was provided by the initial reporter: the customer experienced defects with q-sytes from lot 1071918. They are experiencing damage to the septum.